Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available, it will be submitted on a supplemental report.

Event description:
During asnis 4.0mm surgery, when the surgeon rotated the diseased limb, the 1.4mm guide wire inserted into the diseased limb was broken. The broken wire was extracted immediately and the another new wire was used.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the labeling did not indicate any abnormalities. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. The surgeon reported that the guide wire broke when rotating the disease limb on which it was inserted. Please note that the current op tech reads: contact of an asnis iii screw with dense bone in a tangential direction may cause a deviation of the screw and/or a bending of the k-wire, which may result in damage to the implant. Therefore we can assume, the guide wire broke due to bending. This case could be classified as user related. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
During asnis 4.0mm surgery, when the surgeon rotated the diseased limb, the 1.4mm guide wire inserted into the diseased limb was broken. The broken wire was extracted immediately and the another new wire was used.